Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, during an attempted below-the knee intervention of the left leg, a flexor ansel guiding sheath separated. After a couple of attempts to advance the device up and over the iliac bifurcation, resistance was reported. The physician decided to abort the case. More resistance was encountered as the sheath was removed. The sheath reportedly stretched and subsequently separated and uncoiled, leaving a piece of the sheath inside the right common femoral artery. The patient went to surgery and the separated portion was removed. It is unknown if the dilator was inserted prior to removal of the device. The arteries were reportedly calcified and the groin was scarred. The lab manager believes when the user found the device was starting to stretch they attempted to insert the dilator in but they could not completely insert it. Investigation ¿ evaluation, a document based investigation was also performed including a review of complaint history, device history record, documentation, drawings, the instructions for use, manufacturing instructions, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ a CAPA was previously initiated regarding this failure mode. The process of assembling the sheath was successfully validated to for tensile strength; the minimum load required for failure (separation) was greater than 15 n. The CAPA team did not arrive at a definitive root cause and was closed at the end of the root cause phase. The following primary contributing factors have been identified: a.) These devices can be advanced into restrictive anatomies. The CAPA investigation showed that clinical users may be using these devices to force through restrictive anatomy, causing separation upon removal. B.) Instructions for use warn to reinsert the dilator prior to removal. Investigation has identified that this is not always performed. Based on the review of current documentation and the outcome of the root cause investigation, it was determined that the separation failures of the flexor introducer sheath devices are based upon the use of the device rather than any manufacturing or design non-conformances. Inspection activities are in place to prevent the release of non-conforming product related to the reported failure mode. No corrective actions will be pursued as the root cause investigation has identified that the product conforms to all design requirements and the incident rate is within the identified acceptable risk level a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The investigation conclusion could establish the definitive cause can be attributed to the warning to reinsert the dilator prior to removal. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Event description:
Additional information received on 15dec2020: the lab manager believes when the user found the device was starting to stretch they attempted to insert the dilator in but they could not completely insert it.

Manufacturer narrative:
Additional information: b5. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Reporter occupation = lab manager. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an attempted below-the knee intervention of the left leg, a flexor ansel guiding sheath separated. After a couple of attempts to advance the device up and over the iliac bifurcation, resistance was reported. The physician decided to abort the case. More resistance was encountered as the sheath was removed. The sheath reportedly stretched and subsequently separated and uncoiled, leaving a piece of the sheath inside the right common femoral artery. The patient went to surgery and the separated portion was removed. It is unknown if the dilator was inserted prior to removal of the device. The arteries were reportedly calcified and the groin was scarred. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.